Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vats procedure. One handle was difficult to load. One reload was unable to fire, the surgeon could press the green button but could not squeeze the handle. An additional reload was not able to be loaded onto the handle. A new device was used to complete the case. Patient status is alive, no injury.